Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. There was no evidence to review in event history log. Primary reported problem that pump failed downstream occlusion (dso) calibration could not be duplicated. The pump successfully passed calibration, and the upstream and downstream sensors were functioning as expected. No issue was found. Replaced the downstream occlusion (dso) seal as a precaution and recalibrated the pump. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the downstream occlusion calibration. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.